Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant body cannot be removed from the fixture mount. Implant was removed and the procedure was completed using another device.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp tsp, mp1 ha,3.7x12mml,4.8p (sph12) and mount were returned for investigation. Visual evaluation of the as returned products identified/confirmed that the packaging had been opened and implant used. Functional testing was conducted. Mount and implant could not disengage. Therefore, the reported event was confirmed. Pre-existing patient conditions, tooth location, x-ray and placement duration are irrelevant to this investigation. Picture evaluation: no picture was provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ swissplus® and tapered swissplus® implants, ifu9667 rev 2 - 10/19. Information identified: warning & product packaging. Per the applicable IFU, it is stated: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. Additionally, improper techniques can cause implant failure. DHR review: DHR review for the lot (2021080476) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify anything that could contribute to the reported event but no nonconformance or malfunction was identified (files: implant-mount assembly & packaging verification). Complaint history review: complaint history review was performed for the reported lot number (2021080476) for similar events (complaint category keywords: functional: does not disengage/release) and no other complaint was identified. Post market trending review: june post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event (does not disengage) was confirmed. However, the coob could not be confirmed since the condition of the products/packaging as received by the customer was unknown/nonverifiable.